Manufacturer narrative:
No button error alarm noted. Up arrow button did not respond due to corroded keypad trace. No frozen screen noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm after insulin pump freezing while attempting an easy bolus. Customer's blood glucose was 197 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.